Event description:
It was reported that a spectrum pump displayed constant downstream occlusion messages. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was reproduced. During the eval, the downstream sensor current reading was out of specification with a fluid filled set loaded (high reading). The downstream pressure plate gap was also found out of specification. The device was calibrated to correct the condition.